Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported between one week and one month following an intraocular lens (iol) implant surgery, the lens rotated approx 30 degrees. In a follow up, the surgeon provided ocular history that may have been contributing factors. Additional info has been requested.